Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient felt unwell the day prior to hospitalization and experienced dka. The cgm was reading low mg/dl and at the hospital, the blood glucose reading was high. The patient did not recall the values. Treatment and management of dka was not documented. The patient was stable during the call. Attempts to contact the patient for more event details were unsuccessful. Data was evaluated and the allegation was confirmed. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.